Event description:
It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. Attempted to put mitraclip xtw medial a2/p2. During deployment sequence that was performed per IFU, the mandrel would not detach from the clip. Troubleshooting was performed by becoming coaxial so l-tabs could slip out. It was thought that mandrel had detached from the clip, so the delivery catheter (dc) handle was pulled back. However, upon pulling the dc handle it was clear the mandrel had not been removed and the clip was pulled along with the dc handle, causing it to detach from the posterior leaflet. During this the mandrel fully detached and the clip became fully deployed on the anterior leaflet. Mr returned so an xt was placed immediately lateral to the single leaflet device attachment (slda) clip. Mr was reduced to grade 1. There was no clinically significant delay. Patient discharged and doing well. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to deploy the clip (difficult or delayed activation) and slda could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to deploy the clip (difficult or delayed activation). The reported slda appears to be due to the difficulty deploying the clip. The reported foreign body in patient was due to the clip was being deployed on one leaflet only. The reported unexpected medical intervention was a result of case specific circumstance there is no indication of a product issue with respect to manufacture, design, or labeling.